Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant is unknown. The aneurysm is currently measuring 4-2 cm. The aortic neck has changed from 3cm in length to 1.5 cm in length which resulted in the aortic neck becoming aneurysmal and dilated. It was reported approximately 66 months post stent graft implantation, the CT demonstrated that the stent graft migrated approximately 1.2 cm with evidence of a type I endoleak. The physician elected to treat the pt with placement of two aortic cuffs from another MFR. The pt was reported to be fine and no additional clinical sequelae have been reported.

Manufacturer narrative:
Other, secondary intervention required.